Manufacturer narrative:
(B)(4). The implant device was not received as it was implanted. The reported condition could not be confirmed. The component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. A health hazard evaluation found "risk assessment indicates that the likelihood of a toxic effect from the low density polyethylene ldpe bags is negligible". Independent lab testing found the residue to be non-toxic. Testing that shows the residue can be removed with a cloth moistened with water or isopropyl alcohol. Review of the lot device history records found the lot to be conforming at the time of manufacture. The lot was manufactured on aug 4, 2012. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action (B)(4) was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that after opening the implant, the surgeon noticed the femoral component was stuck to the plastic wrapper. The implant was cleaned and implanted. There was a two minute surgical delay.